Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2020. Block d6b: explant date: (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7054764.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. All explanted device components will not be returned by the facility.